Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was enrolled with a long segment of barrett's esophagus (6 cm) containing low-grade dysplasia. After a secondary focal ablation, the pt reported difficulty swallowing. Endoscopy showed persistent ulceration and slow healing. Dilation was performed. Subsequent endoscopy showed a healed esophagus with no stricture. Pt symptoms are resolved. Per the physician, the severity of this event was mild, relationship to the device procedure was probable, and there was no device malfunction.